Event description:
It was reported by our warehouse analysts that surgeons are having problems during s2 nail or gamma3 surgeries, with the im reamers, because they got stuck with the guide wire inside. After this, there is no way of taking out those guides. It seems that this happened when a system 5 drill is used with the reamer.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Associated devices: 1806-3211 nail adapter t2 ankle lot unk.